Event description:
Related manufacturer reference number: 2017865-2023-14247. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker and the right ventricular (rv) lead were experiencing intermittent loss of capture. No intervention has been performed. There were no patient consequences.